Event description:
Related manufacturer reference number: 2017865-2022-45075. During a remote follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed. It is unknown if these episodes were due to the device or the right atrial lead. Technical support was contacted and provocative testing was performed, but the noise was unable to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.